Manufacturer narrative:
Result: missing foot left siderail.

Event description:
It was reported by svc report that the foot left siderail was missing from the bed. It is unk if there was pt involvement or adverse consequences to report.